Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and no delivery. The customer's blood glucose reading was 40 mg/dl to 45 mg/dl at the time of incident and customer treated with juice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the error alarm. The pump passed the displacement, rewind, prime and excessive no delivery tests. No unexpected no delivery alarms were noted during testing. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.